Manufacturer narrative:
An 'adhesive strength' test of the returned product was performed, yielding results within specifications. A DHR review revealed that there were no deviations from the manufacturing process. In addition, no similar complaints were received with regard to this lot.

Event description:
A doctor alleged that twelve (12) patients had experienced bonding failures after placement with optibond xtr. This is the ninth of twelve (12) reports.

Manufacturer narrative:
Although the doctor identified two (2) different shades with the bonding failures, he could not verify which lot was used on each patient. Therefore, no lot numbers were identified in section d-4 of this report. The lots involved in the alleged incidents included lot numbers 4651948 and lot 4674870. Patient specifics with regard age and weight were not provided by the doctor. The doctor reported that he noticed the edges of the patient's restoration were lifting at the edges when the patient came in for a cleaning. The doctor drilled out the restoration and re-did the restoration for the patient using a different product, without further incident. To date, the patient is doing fine. The product was not returned; therefore, an adhesive strength test of the retain samples were evaluated yielding within in specifications. A DHR review revealed that there were no deviations from the manufacturing process. In addition, no similar complaints were received in regards to these lots.